Event description:
It was reported that the patient, implanted in 2012, had a cerebrospinal fluid leak. A revision surgery was conducted on (B)(6) 2014, at which time it was necessary to explant the device. The patient reimplanted during the same procedure.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.